Event description:
The diamondback 360 coronary orbital atherectomy device was attempted to be used for treatment of 70% stenosed, severely calcified, mildly tortuous, 2.5mm diameter lesion in mid left anterior descending (lad) artery via right femoral approach but could not be advanced to the lesion due to heavy calcification, significant viperwire advance guide wire bias and spasm in the lad proximal to the lesion. It was very difficult to advance devices in the vessel. The devices were occlusive, and the patient experienced mild chest discomfort during the procedure. Troponin level mildly increased due to transient ischemia during the device exchange. The oad was activated proximal to the diagonal branch but atherectomy was abandoned due to concerns about dissection and compromising the diagonal branch. Balloon angioplasty and stent placement were used to complete the procedure. The patient was discharged home in stable condition.the clinical event committee reviewed procedural images and concluded that the diamondback 360 coronary orbital atherectomy device possibly contributed to a myocardial infarction due to side branch occlusion. No further information is available.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that pain, slow/no flow, vessel spasm, vessel occlusion, and myocardial infarction are potential adverse events that may occur and/or require intervention with use of the system. The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(6).